Event description:
The customer reported forceps channel was blocked by tissue adhesive, which was identified during maintenance involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
E1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.